Manufacturer narrative:
Device is a combination product. A 4.00 x 16mm synergy stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified distal stent damage and the distal stent struts were lifted. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16oct2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 4.00 x 16mm synergy drug-eluting stent was advanced but failed to pass the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good. However, returned device analysis revealed distal stent damage.